Manufacturer narrative:
The investigation confirmed that two non-reproducible higher than expected vitros trop I results were obtained from two different patient samples processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Based on historical quality control results, a vitros tropi es lot 2610 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the vitros tropi (url). Therefore, the performance of the vitros tropi es reagent lot 2610 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Vitros tropi es precision testing performed was within acceptable guidelines verifying analyzer performance before and after service actions to resolve analyzer condition codes indicating the vitros 5600 system was performing as expected. Pre analytical sample processing could not be ruled out as a contributing factor. The customer was advised that they are not processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed two non-reproducible, higher than expected troponin I results from two different patient samples processed using a vitros troponin I es (tropi es) reagent lot 2610 in combination with a vitros 5600 integrated system. Patient 1 sample vitros tropi es result of 0.200 ng/ml versus the expected result of <0.012 ng/ml. Patient 2 sample vitros tropi es result of 0.340 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es results were reported from the laboratory; however no action was taken prior to the release of corrected reports. There was no allegation of actual patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).